Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via telephone call that the blood glucose ran high and that they were having trouble reading the bolus menu. The blood glucose reading was 530 mg/dl. The customer had high blood glucose due to a urinary tract infection. The customer was treated with manual injection.